Event description:
Lens opacification was observed at approximately 24 months post-operative. Patient's visual acuity is 20/30 with blur at last examination. The lens remains implanted in the patient's eye.